Event description:
It was reported that the patient presented in-clinic with the implantable cardioverter defibrillator (ICD) and right-ventricular (rv) lead exhibiting unspecified oversensing. As a resolution the ICD was explanted, replaced and the rv lead was capped and replaced on (B)(6) 2025. Further information was requested but not provided.